Manufacturer narrative:
The samples were drawn into a lithium heparin plasma tube with gel separator and centrifuged at 4500 rpm for 5 minutes. Qc was within customer's established ranges on the date of the event. Service was not dispatched for this event since the questionable results were isolated to one patient's samples.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reproducible elevated troponin (accutni) results generated by the access 2 immunoassay system for one patient. The sample was not supplied for further investigation. It is unknown if there was a change to the patient's treatment.